Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was used not past its expiry date. (B)(4) captures the reportable event of stent positioning issue. (B)(4) is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted in the biliary tree to treat a biliary stricture secondary to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed transpapillary; however, under endoscopic imaging, it was observed that the stent moved out proximally into the duct. The stent was removed from the patient with a rat tooth forceps and a plastic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.